Manufacturer narrative:
Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined but is consistent with damage during implantation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
There is no patient complication reported during the surgery.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that blood was noted in the jacket of the electrode after implantation. The lead worked fine during the follow-up appointment.